Event description:
It was reported the powermax elite mdu hand control won't turn and gets hot. A back up device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection noted severely bent connector pins. The bent pins prevented connection to a test unit. The motor/ gearbox assembly was functionally tested using a test fixture to bypass the bent connector pins. Assembly passed testing without stalling or getting hot. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process. There are no indications to suggest that the product did not meet manufacturing specification when released to distribution. Factors, unrelated to the design or manufacture of the device which could have contributed to the identified bent pins, include misalignment of the connector when connecting to the control unit receptacle in which excessive force or twisting could cause pin damage. A review of the device history record was performed which confirmed no inconsistencies.